Event description:
The device was used during an unspecified procedure. Reportedly, the product produced shavings which fell into the pt's cavity. The surgeon was able to remove the shavings without any pt injury.

Manufacturer narrative:
4/8/1998-supplemental report #1 submitted to FDA. The reported condition has been confirmed; however, toxicological tests were performed on the seal to ensure its safe and effective use.